Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the day of the event the patient was outside on the balcony when a neighbor noticed he was not responding. The neighbor called emergency services and the patient regained consciousness with two paramedics by his side. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 1.2 mmol/l. Several doses of glucose were given intravenously. The patient recovered after treatment and was not brought to the hospital. No cgm reading was reported but according to the patient the app/receiver should have alerted him at 3.1 mmol/l but failed to do so. The patient reportedly stated that their low alert was set to 3.9 mmol/l. No product was provided for evaluation. Data was provided for evaluation. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident. The urgent low alert is fixed at 3.1 mmol/l. Data investigation did not find that the patient exceeded the urgent low alert threshold at any point on or around the alleged date of incident on (B)(6) 2023. The allegation and a probable cause could not be determined. No additional patient or event information is available.